Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 326 mg/dl. The customer did not address the bg level. Customer loaded several new cartridges to resolve the issue however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.